Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was lights up and they cannot read or saw any information on the insulin pump. The customer's blood glucose value was 137 mg/dl. The customer stated that the insulin pump screen was cracked. The customer was advised to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify missing segments or partial display due to hardware low level failures alarm during selftest. Hardware low level failures confirmed in the pump history and during self test due to broken trace. Insulin pump received with minor scratched lcd window.